Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2 days after the dental implant was placed in ada site 28, the implant had not achieved osseointegration. Clinician reports poor bone quality/quantity and an infection in this immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2 days after the dental implant was placed in ada site 28, the implant had not achieved osseointegration. Clinician reports poor bone quality/quantity and an infection in this immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.